Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements and loss of capture during a threshold test. Pacing threshold measurements at implant were 0.7 volts at 0.4ms and had now increased to 3.2 volts at 0.4 ms. P-wave sensing had also decreased from 8 mv to now 3.2 mv. A boston scientific technical services (ts) consultant suspected a micro-dislodgment and recommended a chest x-ray to verify the atrial lead location. No adverse patient effects were reported.

Event description:
Additional information received from the physician indicated the patient will be monitored via remote monitoring. There are no plans any additional intervention at this time.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received approximately two years later indicated that the lead was explanted and returned for analysis. No additional information was provided regarding the reason for the explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. The lead was severed 20 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations with the returned segment.